Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the buttons on the insulin pump stopped responding. Customer's blood glucose was 6.8 mmol/l. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive up and down buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.